Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative (rep) the pocket site was uncomfortable due to the battery turning sideways or moving around in the pocket. The rep noted there were no reported environmental, external, or patient factors that may have led or contributed to the issue. The rep noted the problem was noticed 2 weeks after implant. The rep noted all impedance reading was good and the patient was pleased with the therapy. The rep noted a pocket revision was being performed on (B)(6) and the issue was not resolved at the time of the report. The rep noted the patient was pleased with therapy, but had discomfort at the pocket site, and the battery moved and could flip in the pocket. It was noted this began 2 weeks after implant. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.